Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they did not press a button down for three minutes or longer. However, the insulin pump was exposed to change in altitude as the customer flew in from (B)(4). The customer was advised to remove the battery cap without removing the battery, and they were able to clear the alarm. The customer was advised to monitor and call back if the issue persists. The insulin pump will not be returned for analysis.